Event description:
The reporter stated that the surgeon was using eyeonics crystalens with the staar injection system during insertion and a haptic tore. The surgeon removed the lens without enlarging the incision and replaced it with another crystalens. No pt injury.

Manufacturer narrative:
Evaluation: an injector, cartridge & foam tip plunger lot search was performed for similar complaints within the search. The injector search has fourteen similar complaints, the foam tip plunger search has two similar complaints and the cartridge search has two similar complaints.